Manufacturer narrative:
The complaint was submitted and approved under the incorrect questionnaire. Stimwave quality followed up with the clinical representative and was able to rule out the following potential causes for the reportable issue: not following IFU when conducting the implant procedure, and multiple tunneling attempts. However, the clinical representative reported the patient was not in compliance with the IFU by touching/picking at the wound. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the discomfort is due to patient non-compliance to the IFU (user error-patient).

Event description:
Patient reporting discomfort at the incision site. The implanting clinician performed a revision for (B)(6) 2021, to remove scar tissue and noted there were no signs of migration or infection. No further issues have been reported.